Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Bg was high due to malf but reportedly the customer was already admitted to the hospital for an unrelated issue and therefore they received assistance for their elevated bg level.